Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance alert was triggered for subthreshold lead impedance on (B)(6) 2013.

Event description:
It was reported that there was a patient alert triggered for a sudden rise in and high right ventricular (rv) defib coil and superior vena cava (svc) coil lead impedance in the rv lead. It was further noted that there was non-physiologic noise observed on the electrogram (egm) and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.